Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 287 mg/dl. The customer¿s current blood glucose value was 270 mg/dl. The customer was reported other blood glucose value such as in the range of 300 mg/dl, 150 mg/dl, 208 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.